Event description:
It was reported that the device is sharp-edged at the distal end. The problem was noticed by reprocessing. There was no harm for patient, operator or third party reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device is sharp-edged at the distal end. The reported event was confirmed as the evaluation revealed that the wedge on the distal end protrudes slightly. This is typically caused by a large number of heating and cooling cycles, the wedge can move slightly at the distal end and thus protrude, causing the mentioned "sharp-edgedness". The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.